Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was a 90-99% stenosed left anterior descending (lad) lesion. The physician predilated this with a crosssail 1.5 mm and 2.0 mm balloon. The physician then, using a pt2 guide wire, successfully deployed a taxus express2 8.8% 2.5 mm stent (length unknown). After deflating the balloon, the physician felt resistance while pulling the balloon back and realized the balloon was stuck to the stent. The physician reinflated the balloon, pulled back forcefully which caused the balloon and guide catheter to pop back. This caused the guide wire to dive and cause a dissection. The physician applied gelfilm twice using 2 tracker catheters to treat the perforation. A taxus express2 8.8% 3.0 mm stent (length unknown) was successfully deployed and the dissection reopened. The physician successfully applied additional gelfilm to treat the dissection. The status of the pt is listed as good. No further complications occurred. Same case as MFR#6000093-2004-00420.